Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that extension from the disposable supplies was broken and a leak occurred. No patient injury was reported.

Manufacturer narrative:
Two devices were returned for analysis. Visual inspection showed one of the two devices were broken between the bonding of the ?asv valve" and the ?y-site. A functional test was performed and the reported issue was not duplicated. One device worked properly, fully priming and connected without difficulty, the pump was set running, liquid flow through the whole device without interruptions, no alarms were activated. The second device was damaged and a test was not performed. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown, d3, g1, and g2 email is: regulatory.responses@icumed.com.